Event description:
The facility representative reported a flo-gard infusion pump with "damage". Additional information from a secondary contact at the facility clarified the reported condition as a false occlusion alarm. This condition has the potential to interrupt delivery. This condition was found upon power up of the device in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was not confirmed or duplicated by baxter service personnel. No cause was determined and no repairs made for the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.